Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the foreign material finding did not lead to a clear conclusion about the cause of the reported event: cause was not established and cause traced to component failure for the remaining reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had discoloration under the lenses, insertion tube had chipped adhesive on the distal end, tie wire was on the distal end and there was foreign material on the distal terminal . There was no patient involvement.